Event description:
.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device reference in this report (including x-rays and medical records) could not be requested as contact info for the initial rptr has not been made available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.